Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42, and noted the use of the g7 sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and after following these steps, the caller successfully restarted their sensor session without encountering the error code again.